Manufacturer narrative:
(B)(4). Concomitant medical products: 22-300920, arcos 20 x 190 mm spl tpr dist ha, 821720. (B)(6). Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-04216-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision due to infection the arcos modular stem was not able to be removed. The screw was removed with disassembly tool, however the cone body won't disengage from the distal stem. The stem won't come out even after the surgeon tried with slap hammer with the cone body and distal stem. The patient was sutured back and sent to another hospital. No additional information was made available.